Event description:
It was reported that the home screen button on the customer's pump was becoming harder to push as their warranty expired. There was no adverse impact to the customer¿s blood glucose level. Tandem's customer success team was contacted to ensure follow-up with the sales representative for potential resolution.